Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The pump slipped out of the heart into the aorta during placement of an laa occluder. The pump was then intentionally placed in the aortic arch but it was recommended for the pump to not be placed in the aorta as blood from the coronaries and carotids could be aspirated. Despite the instruction given, the doctor decided to let the pump continue running and requested information on how to disable the placement signal alarm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.